Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had blood glucose (bg) levels ranging from 300 mg/dl to 350 mg/dl. Reportedly, the customer deliver boluses via the pump and bg levels went down, the exact value was not provided. A system check was performed with tandem technical support and small air bubbles were observed along the end of the tubing. Reportedly, the customer would change the site to address the issue.